Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed active insulin on board (iob) when insulin was not being delivered. Additionally, the customer alleged that blood glucose (bg) values were being duplicated in the bg history. Due to the reported issues, the customer disconnected from the pump and bg level rose to 561 mg/dl. To address bg, the customer resumed pump therapy. Review of the pump data logs verified that the pump calculated 0 units of insulin as needed based on the customer's current iob; however, the customer overrode the bolus suggestions. Additionally, the logs displayed that bg values were being entered in twice by the customer. Multiple attempts were made to relay the information; however, the customer did not respond.